Event description:
A patient reported experiencing inaccurate low results with a sse meter. The patient's blood glucose results were 96 mg/dl versus 150 lab. Tests were done within 21-30 minutes with a difference of 36%. Patient did not experience any adverse events. No further information has been reported.